Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 2 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. The swab brand name is unknown. Confirmation testing with pcr generated negative results. The customer reported there was a delay in the patient's treatment. The scheduled surgery was delayed by one day. The operation was carried out after the results of the pcr came were received.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference manufacture report numbers: 1221359-2021-03338, 1221359-2021-03381.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m160520 and test base part number 190-430 / lot m160520. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Refernce MFR numbers: 1221359-2021-03338, 1221359-2021-03380, and 1221359-2021-03381.